Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented to the hospital following syncopal episodes. It was determined that the patient had developed complete heart block post implant and their pacing thresholds had increased resulting in ineffective pacing. Surgical intervention was performed to repositioned the lead. During the procedure the physician experienced helix extension/retraction issues. The lead was explanted and replaced without incident.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was partially retracted and dried blood was noted in the helix housing. After removing the dried body fluid, the helix mechanism was functional however the rotation of the terminal pin was stiff and the torque did not appear to transfer to the tip section of the lead. Further destructive analysis of the lead showed dried blood along the inner coil from the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that body fluid and/or tissue inside the helix housing caused the irregularity in helix function.